Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/15/2015. The fse discovered a restriction in the fluidics pathway. The fse replaced the diff chamber, the sample lines to the distribution valve and aligned the sample aspiration module (sam) resolving the issue reported. The fse also discovered buildup in the hemoglobin (hgb) chamber, which was replaced along with associated tubing and valves. (B)(4).

Event description:
The customer reported that the latron controls were out of range when run on a unicel dxh 800 coulter cellular analysis system. The customer also stated that patient samples were auto verified with erroneous diff results at the time the event occurred. Data for two patient samples were provided for review. The customer stated 16 samples were analyzed at the time the event occurred; data was reviewed by the lab's medical director. Only 2 patient results were corrected, upon request of the physician. There was no change or affect to patient treatment in connection with this event.